Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was not reported. The patient was hospitalized and received unspecified treatment for the peritonitis. The patient has not recovered from the event. Action taken with pd therapy were not reported. The reporter declined to provide follow-up.